Event description:
When placing the mid line catheter in patient's left arm, the anesthesiologist noticed that the catheter malfunctioned. A small incision was made on the patient's left arm area (where the catheter was attempted to be placed) and sutured closed.